Event description:
It was reported that during implant the hub broke off. The lead was able to be implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the catheter was returned and analyzed. The catheter had separation, was kinked and was damaged at implant. It was visually noted that the catheter shaft separated 2.2 centimeters from the hub. Stress cracking was visible near the fracture area. The slitter was not returned for analysis. After the fracture area, it appears slitting continued to the end without issue.